Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8835, serial# unknown, product type programmer, patient; product ID 8835, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s personal therapy manager (ptm) did not correctly update refill date. The ptm was re-updated using the physician programmer and the issue was resolved. The device system was used to deliver fentanyl, baclofen and dilaudid.